Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during a vascular stenting procedure in the sfa, the vascular stent was partially deployed when the deployment mechanism became blocked. The partially deployed vascular stent and the delivery system were removed as one unit; however, during removal the partially deployed section of the stent fractured. A pt balloon catheter was used to reposition and fully deploy the fractured stent at the lesion site. A covered vascular stent was deployed inside the fractured stent, covering the sfa lesion successfully. There is no reported pt injury.